Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and moderately calcified lesion in the proximal superficial femoral artery. A 6f x 45cm sheath was advanced through the 5.5mm vessel. The vessel was prepared with atherectomy and dilatation with a 6.0x100mm armada 18 balloon catheter for one minute at 8 atmospheres. During deployment of a 5.5x80mm supera self-expanding stent system (sess), the tip of the sess became caught with the stent and separated inside the sheath. When removing the sess from the patient the stent was pulled back into the sheath as well. The sheath was removed and the catheter tip and stent were both removed from the patient under fluoroscopy. The procedure was successfully completed with balloon angioplasty and the deployment of an unspecified supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the thumbslide was not retracted to the proximal position and the system lock was not locked prior to removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na